Manufacturer narrative:
Field service specialist (fss) visited account after the event. He checked the system and was not able to duplicate the safe state error however, noticed the unit was running very slow when changing modes. He replaced the cpu (central processing unit) of the computer system for a newer revision to resolve the speed problem and he was able to verify that unit is running faster when going through the different modes. Tested h/d and found no errors with it. Checked all connections and completed system checkout. Verified all modes of operation and all calibrations. Unit complies with all abbott medical optics specifications.

Event description:
Customer report machine gave an error while going into irrigation/aspiration mode and machine shut down. A back up phaco system was used to complete procedure.

Manufacturer narrative:
Other was checked in error. The categories for outcomes attributed to adverse event. The categories are not applicable to the event. Device manufacturer date is 10/15/2008. Placeholder.

Manufacturer narrative:
Date received by manufacturer for follow-up#1 was not provided. For follow-up#1, the date is (B)(6) 2014. The manufacturer report number should have been 3006695864. In addition, to the cpu running slow, the fss found the usb having problems with the connecting. The replacement of the advantech cpu resolved the issues found when fss was on site for inspection of the unit. Placeholder.